Event description:
Blood scale w/ [with] serial number [redacted], bio med number 10001773 used for tp [transfusion protocol]. Calibrated and tared per protocol. As blood started to flow everything appeared normal until bag seemed to look like it was close to 500 but scale was reading 340ml. Called over rn [redacted] to get her opinion. Grabbed second scale to check if weight was the same at this point the first scale was reading 425ml. Paused scale and placed bag on second scale which read 660ml.